Manufacturer narrative:
The customer evaluated the ventilator and replaced the turbine to fix the issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the MFR.

Event description:
The customer reported that the ventilator is alarming vent inop. No pt involvement.